Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported that they had been not able to use the ins for a while because they were in the hospital and when they got home, they tried to use it and the patient was feeling a stimulation in their right leg even though they decreased the intensity to 0. Patient stated they had neuropathy on both legs. Patient also stated that a message that says "setting cannot decrease" appeared while decreasing the intensity. Patient mentioned that they had a fall and broke their left femur and left rib. Agent reviewed the information, rep's role and redirected the patient to hcp for further assistance.